Event description:
Event: patient hospitalized. Med history: unilateral primary osteoarthritis, right knee; allergies: morphine sul tab 15mg, ultram tab 50mg. (B)(6). Inject 1 syringe intra-articularly into right knee once per week for 3 weeks.